Manufacturer narrative:
Sample was collected in a sst with gel and spun for 15 minutes. Qc was recovering within range. A system check dated (B)(6) 2011 passed within published specifications. A field service engineer (fse) went on-site (B)(6) 2011. A system check and high-sensitivity system check both passed within specifications. A 50 replicate precision run performed using the low psa qc recovered within published precision claims for this assay.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false elevated result of 5.66ng/ml (which is above the normal reference range) for hybritech psa generated by the access 2 immunoassay system on one patient's sample. The customer repeated testing and recovered a lower result of 0.0ng/ml which was within the normal reference range.